Event description:
Device 2 of 2: 1627487-2011-04170. The pt rec'd his scs system on (B)(6) 2011, including three leads (two with the same lot number). It was reported the pt experienced a couple of events where he had overstimulation; and afterward, his ipg would not turn on. A full diagnostic measurement was taken, and three contacts on the lead were determined to be invalid. An x-ray was performed, and the sjm rep stated the lead wires may have a fracture. The pt was reprogrammed around the invalid leads. The pt was advised to contact the rep with any issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.